Event description:
It was reported that the female threads are shredded inside the plastic piece where the o-rings go in the internal block. There was no report of patient injury.

Manufacturer narrative:
One device received for investigation with wear and tear damaged tank cover, enclosure, and front cover, and outdated pcb and power switch. Evaluation of the device included removing the plate clip to check out the interlock block, revealing the threads in the interlock block are stripped. Based on the evidence the reported issue was able to be confirmed. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Root cause: customer damage/user interface. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional info received which included the event date and no patient involvement.